Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The reported condition of alarm 38 was confirmed in the alarm history review. The cause was determined to be damaged force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. The device was returned to the customer in good working condition.

Event description:
It was reported that a flogard infusion pump generated a 38 alarm. There was no patient involvement. No additional information is available.